Manufacturer narrative:
Investigation is ongoing.

Event description:
Per field clinical specialist, post implant of a 26mm sapien 3 ultra resilia, the distal tip tore and a piece of the distal tip broke off as the esheath was being removed from the body and the physician noticed it sticking out of the patients skin at the incision site after the esheath was removed. No patient injury was mentioned.

Manufacturer narrative:
Component code 3036 cannula is no longer applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaints failure sheath distal tip torn and general rise system components separate during use. An existing product risk assessment is applicable to this event and captures the manufacturing mitigation. Inspections and tests performed during the manufacturing process confirm that it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Although the complaints for failure sheath distal tip torn and general rise system components separate during use were confirmed, a complaint history is not required as the issue has been previously identified and root cause analysis captured in an existing product risk assessment and corrective action. The following instructions for use (IFU) and training manuals were reviewed; esheath+ IFU, commander IFU, device preparation training manual s3u with commander, and procedural training manual s3u with commander. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaints for failure sheath distal tip torn and general risk system components separate during use were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, at the end of the case it was noted that a piece of the distal end of the 16f esheath broke off. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner and separated. The failure mode is characteristic of sheath tip tear events as described in an existing product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the sheath distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access calcification near the aortic bifurcation. Sharp calcified nodules can scratch the distal tip and disrupt proper tip opening. Furthermore, it was reported that the piece broke off as the esheath was being removed from the body. The physician noticed it sticking out of the patientys skin at the incision site after the esheath was removed. It is possible that the torn tip separated during sheath removal by potentially catching onto the access site. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tip caught on access site) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. An existing product risk assessment captures the cause and assesses the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. No further action is required. A corrective and preventative actions (CAPA) was previously initiated and there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time.